Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the left anterior descending (lad) coronary artery with heavy calcification and 90% stenosis. During advancement of the 3.0x15 mm trek balloon dilatation met resistance with the anatomy. The balloon was inflated to 10 atmospheres (atm) and then 14 atm for 5 seconds each time and the balloon ruptured on the second inflation. A non-abbott balloon was used to complete the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.